Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the united states. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr; claimsuite ref: (B)(4). Asr xl acetabular system (left); reason(s) for revision: component loosening. Comments received from (B)(6) on 11th aug 2011. "The operation I have reported as the first revision (date (B)(6) 2010) is technically not a revision. The implant were not replaced (B)(6) 2010. The second operation (date (B)(6) 2011), the technically revision were the implant is replaced." Claimsuite ref: (B)(4). Update- added hospital, surgeon. Taken from claimsuite dated 14th feb 2013. Update 11 feb 2015 - added pain and noise as reasons for revision.

Event description:
Surgical intervention due to asr recall.